Event description:
Case #(B)(4) - different dataset other - other- specify in comments bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: pi different dataset account name: (B)(6) hospital account #: (B)(6) patient or user involvement: yes patient or user harm: unknown case description: unit from ge came into the hospital that did not have the expected drugs the unit serial number, (B)(6), is from fawcett memorial failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: see case notes. Case resolution: this seems a process problem where a pcu got into the hospital, could have been a patient transfer, and the units went into tgh circulation. Informed namon that likely there are modules from that facility as well in the population. Gave namon the name and address of the facility the unit belongs to. Ref(B)(4). The customer stated that there was patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 05jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 05jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which not correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
Case # (B)(4). Different dataset. Other- specify in comments. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: yes patient or user harm: unknown case description: unit from ge came into the hospital that did not have the expected drugs the unit serial number, (B)(4), is from (B)(6). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: see case notes. This seems a process problem where a pcu got into the hospital, could have been a patient transfer, and the units went into tgh circulation. Informed namon that likely there are modules from that facility as well in the population. Gave namon the name and address of the facility the unit belongs to. Ref: (B)(4). The customer stated that there was patient involvement.